Manufacturer narrative:
(B)(4). The reporter stated the hospital contamination refers to the peritonitis infection. The patient was retrained on aseptic technique and has recovered from the peritonitis infection.

Event description:
This is report of peritonitis, which was caused by a break in aseptic technique. It was reported the patient made a mistake and had a break in aseptic technique. The patient was hospitalized for an unknown indication. Two days later, the patient experienced peritonitis. The cause of the peritonitis was the break in aseptic technique. The patient was treated with injection (inj.) Vancomycin, intra-peritoneally (ip), (1 g every 4th day), inj. Fortum, ip, (1 g daily) and inj amikacin, ip, (500 mg daily) for the peritonitis. It was reported that some hospital contamination occurred. Action taken with the peritoneal dialysis therapy was not reported. At the time of this report, it was unknown if the patient recovered.

Manufacturer narrative:
(B)(4). A batch review will not be performed as the lot number was unknown. A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of use error-breach in aseptic technique, which caused peritonitis was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.